Event description:
The tip of an fdp 20 (tm) (f.a.s.t peg driver 2.0 mm (tm) stripped while the surgeon attempted to extract a wrist fixation implant. There was no replacement (fpd 20 (tm) availabe in the set thus preventing the surgeon from successfully extracting the implant. The failure to have a replacement fpd 20 (tm) available in the set thus preventing the surgeon from successfully extracting the implant. The failure to have a replacement fdp 20 (tm) in the set resulted in surgiccal deplay and caused an adverse impact to the pt.